Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loss of external power. (We were using this ventilator in office for training purpose, during this happened). No patient involvement.